Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unipolar -3 trial spacer broke when removing from stem.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : broken trial. No device associated with this report was received for examination. A photograph of the broken device confirmed the complaint. However, without the physical device, the root cause could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.